Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable monitor recordings were not visible to the clinician. It was later reported the implantable monitor was removed. No patient complications have been reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
It was reported that the implantable monitor recordings were not visible to the clinician. The implantable monitor remains in use. No patient complications have been reported due to this event.